Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with mild tortuosity and heavy calcification. Rotablation was performed and the 3.5 x 33 mm xience prime stent delivery system (sds) was advanced, but became stuck with the guiding catheter. The devices were removed as a unit. After removal, it was noted that the distal stent struts were flared. A new xience prime sds was used to complete the procedure. The physician noted that the inside of the guiding catheter may have been damaged by the rotablation device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rota wire, guide cath: launcher 7fr champ 1.0sh. Evaluation summary: the device was returned for evaluation. The flared stent struts and difficulty to remove the sds from a guiding catheter were confirmed. The difficulty to position the sds in the guiding catheter was not confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.